Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros closed male luer, purple cap that the spiros accidentally broke. There was no reported patient involvement.